Event description:
Healthcare worker experienced contact with hydrogen peroxide after a cyclesure test in a pouch was broken leaked in the sterrad 100s. The healthcare worker noticed liquid pooled on top of a package in a kim guard wrap. The worker was treated in the emergency room with neosporin applied to the site. The worker had returned to work however, contact areas are tingling. They stated they were unaware of the safety instructions in the operation guide for the sterrad, and was advised of this information.